Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after implant on (B)(6) 2018, the right ventricular (rv) lead exhibited high capture threshold and was found to be dislodged. During repositioning of the rv lead, the right atrial (ra) lead dislodged and was also repositioned. The patient was stable before, during, and after the procedure.